Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged and there were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of a partially discharged battery being installed observed in the pump's black box on (B)(6) 2015. The pump's current draws were within specifications. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.